Event description:
It is reported that the screw fell off during impaction.

Manufacturer narrative:
As returned, the broach impactor appears to be in relatively good shape considering its approximate 5 years potential field age. The most likely scenario is that repeated autoclaving causes the epoxy bond to weaken, thus loosening the pin. Instrument was redesigned in 2007, incorporating an eb weld instead of the epoxy connection. Device history records indicate all components were manufactured and inspected to specification.